Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 into the pt's eye and the lens flipped. The surgeon decided to remove the lens and the incision was enlarged. The backup lens was implanted and one suture was required to close the incision. The reporter stated the likely cause of the lens flipping was due to the way the lens was loaded, was a loading error.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found a piece torn from one haptic. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to a loading error. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.